Event description:
It was reported that during an arthroscopy, while inserting the biosure screw in the tibia, the screw broke by the middle. All the broken pieces were successfully retrieved by an artery forceps, curette and graspers. The insertion site was prepared with a 5mm drill. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole. No void was left in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. An analysis of the customer provided image found a biosure screw broken next to the ID label. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.